Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for about the last month, their implantable neurostimulator (ins) seemed to take longer to charge using the r echarger and that the ins battery seemed to drain more quickly. Patient eventually had someone in the background help them on the call and the caller said they knew the patient had high settings however the patient's settings hadn't been changed recently when this issue began. The caller also reported that the patient was also indicating seeing a message on the programmer which the caller and patient said meant the programmer batteries were low. Caller checked batteries in the programmer and saw they were in the battery pack incorrectly. The caller then fixed and even changed the programmer batteries out to make sure they were fresh but the patient indicated they were still getting a "flashing low" message but wasn't able to clarify what they saw. The caller looked at the programmer screen and said they were seeing the 'poor communication' screen when the patient was trying to connect to their ins. Patient services asked the caller if the ins battery was charged and the patient said they last charged 3 days ago and the therapy wasn't off or they would know. Caller said they'd seen the patient before when the ins therapy was off because the battery was dead and the patient seemed ok now so they agreed with the patient that the therapy was still on. Patient began a charging session on the call, however and confirmed the ins battery was low so they were going to charge the ins and then use the communicator to attempt to connect to their therapy settings once the ins battery was fully charged. They said they would call back if they had any further concerns or questions and reach out to the patient's managing healthcare provider (hcp) to discuss their concerns about the ins battery draining more quickly and taking longer to charge.